Manufacturer narrative:
The patient's weight was gathered via follow-up.

Event description:
Device 1 of 5: reference MFR. Report#: 1627487-2018-10087; reference MFR. Report#: 1627487-2018-10088; reference MFR. Report#: 1627487-2018-10089; reference MFR. Report#: 1627487-2018-10091. Follow-up revealed two of the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5: reference MFR. Report#: 1627487-2018-10087. Reference MFR. Report#: 1627487-2018-10088. Reference MFR. Report#: 1627487-2018-10089. Reference MFR. Report#: 1627487-2018-10091. It was reported one of the patient's leads has been unable to provide therapy due to low impedance. As a result, the patient plans to undergo surgical intervention on a later date to address the issue. Note: all of the patient's leads are being reported because it is unknown which device is liable.